Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated out-o-range shock lead impedance of 175 ohms. Technical services (ts) was consulted and confirmed a gradual increase in impedance, which is suspected to be due to lead calcification. Lead replacement was recommended. Additionally, the field representative inquired about the possibility of deactivating tachy therapy; however, ts advised that this require a medical decision by the treating physician. At this time, the lead remains in service. No adverse patient effects were reported.